Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced 7 infusion sets was fell off during use on (B)(6) 2024. The infusion set was in use for 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7.